Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation in used condition without its original packaging. Visual testing was performed. Visual inspection found that the breathing bag had a tear. The most probable root cause is production personnel did not detect and did not scrap the damaged breathing bag. An alert was generated to ensure that production personnel detect any marks or damage on the breathing bags. Production personnel was trained in this alert. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that immediately after opening the package, the customer found a tear in the anesthesia bag. No patient injury was reported.